Manufacturer narrative:
(B)(4). The device sample was discarded by the user facility.

Event description:
The customer alleges that when the kit was opened, the guidewire was kinked and unable to use. The alleged issue was detected prior to patient use.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the spring wire guide with no evidence to suggest a manufacturing related cause. Therefore, the probable cause of a kinked spring wire guide could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that when the kit was opened, the guidewire was kinked and unable to use. The alleged issue was detected prior to patient use.